Event description:
A pt implanted with defibrillator (aicd) had received inappropriate shocks. The physician performed an invasive procedure to evaluate the aicd and lead system. The physician found that one of the pt's rate sensing leads had an insulation defect. The physician repaired the lead using medical silicone and a lead stabilizer. No further problems noted. The paperwork did not state which lead had the insulation defect. Implanted 7/9/92.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.